Event description:
It has been reported to philips that the c-arm lost motorized movements during longitudinal movement. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) visited onsite and confirmed that the motor stutters during mechanical movement(longitudinal). Fse identified that the longitudinal drive has a wear and tear. Fse replaced the longitudinal drive which resolved the issue. After that, the system was returned in good working condition and was ready for clinical use. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. The investigation revealed that the issue was identified during a planned maintenance; c-arm movements were available but clicking noises were heard during movement. The system was outside of clinical use. The fse identified that the longitudinal drive assembly had a wear and tear. To resolve the issue, the fse replaced the longitudinal drive assembly. The system was returned in good working condition and was ready for clinical use. The longitudinal drive assembly was returned for further analysis. Functional testing was performed, and it was identified that a clicking noise was heard on moving the arm confirming a mechanical failure. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, philips has determined that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The system movements were not impacted. Furthermore, the system was outside of clinical use and the system's instructions for use warn the user to not utilize the system if suspecting that any part of the system is defective and provide information on how to verify system functionality. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.